Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "failed the check relief pressure s/w 2v13". No additional information was provided.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Customer complaint confirmed. Device failed pressure relief test. Calibrated. Device passed all test. Probable cause of customer complaint was the vrv was out of calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.